Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. The customer advised that the device froze at the "splash screen" during the power on self test phase and the service indicator was illuminated. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer declined to have their device repaired and the device was returned unrepaired to them. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. The customer advised that the device froze at the "splash screen" during the power on self test phase and the service indicator was illuminated. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.